Event description:
Reportedly, a customer rang the pager to report that she had found the machine with a note stuck to the front stating that 'it had exploded' during use and that 'blood had exploded everywhere'. I have spoken to reporter. She was unable to provide further details as the person involved was an agency nurse, and the reporter was not present at the time of the event.

Manufacturer narrative:
Eval summary: the machine had signs of a blood spill on it. The blood was around the pre-filter pressure sensor and everything below it. The pre-filter dome clamp wasn't latching properly. The catch was sticking and not fully engaging. It's possible that it wasn't engaged at all during treatment or could have been just on the edge of catching. Looking at the clamp, there isn't any sign of heavy contamination in the latch (like we sometimes get in the access clamp) so the sticking catch may be due to mechanical problems, but it could be contamination as well. I replaced the clamp and will give the faulty one. The only way to prove why it's sticking would be to clean it and see if that improves it.